Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet lodged and failed to be removed from the left ventricular lead. It was also observed that the lead was damaged during the maneuvers. The left ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.